Event description:
It was reported that after the spaceoar placement procedure, the physician called and stated that the patient had a possible rectal wall. The patient experienced discomfort. The issue was reported as ongoing. Additional information: it was further reported that the patient's sim film showed that most of the hydrogel was in the rectal wall, especially at the apex. There were areas at the base where the hydrogel was not entirely in the rectal wall. The magnetic resonance imaging scan was reviewed, and it was confirmed that at the midgland and apex, the hydrogel is in the rectal wall, and much of it is in the rectal wall at the base. The patient will receive a lower dose of 7740 in 43 fractions instead of the original plan of 7920 in 44 fractions to reduce the risk of complications.

Manufacturer narrative:
Additional information: block b5 has been updated with the additional information. The additional information was previously reported under 2124215-2025-34280 after a review of the manufacturer it was determined that the information belong to this event. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, 05/01/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 05/02/2025. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a1502 captures the reportable event of gel misplacement non-vascular.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, 05/01/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 05/02/2025. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a1502 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that after the spaceoar placement procedure, the physician called and stated that the patient had a possible rectal wall. The patient experienced discomfort. The issue was reported as ongoing.